Event description:
Our sales report that a xx years old patient who has been using insulin for 13 years and injected humulin 70/30. On (B)(6) 2025, the patient discovered that the needle had broken off after injecting insulin with a needle, this needle was used the second time. The patient immediately went to xx hospital for imaging examination, which revealed a strong echogenic band in body similar to a needle. The doctor informed the patient that surgical removal of the needle under the skin was necessary, however, due to fear, the patient declined the procedure but remained deeply concerned. On (B)(6) 2025, the patient underwent a CT scan at xxx hospital, but no foreign object was detected. The hospital contacted our sales and requested quality inspection of the needles from the same batch and replied results via email. Sample availability: yes sample availability details: picture/video available and physical sample.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (component code, investigation findings, and investigation conclusions) investigation summary: the investigation was performed based on the returned physical samples and photo(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Based on investigation above, the root cause is related to re-use. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.